Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent atrial undersensing during vf (ventricular fibrillation) but does not appear to alter device function. Additionally, far-field r-waves were noted on the ra lead during the blanking period, possible interruption in atrial pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.